Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is underway.

Event description:
It was reported that after positioning a scepter xc balloon in the common carotid artery, the balloon did not inflate. The balloon catheter was removed, and was observed to be broken into two (2) separate pieces. All portions of the balloon were removed from the patient. There was no reported patient injury. The patient was reported to be stable.

Manufacturer narrative:
The device was returned for evaluation. Analysis of the catheter revealed that the proximal 42.5cm of the catheter was noted to be separated from the distal end. Based on the investigation and provided information, the complaint of a separated catheter can be confirmed. The specific root cause of this complaint is unknown, although the device exhibits evidence that rotation of a stopcock over the balloon catheter split through layers of pebax, coils, and the ptfe.